Manufacturer narrative:
The device was evaluated and it was noticed that the drain hose had recessed out of the wall by about 12 inches, possibly from being tied to the water line which jerks during docking. The hose was untied from the water line. Suggestions were made to the account to their plumbing dept to reduce the chance of the drain coming out again. The instructions for use for the neptune waste system provides the following under important safety instructions: surgical fluid waste is potentially infectious after collection. Handling biohazard waste is potentially dangerous. The bloodborne pathogens standard, provided by the (B)(4), requires that all workers, having exposure to potentially infectious materials should wear the correct personal protection equipment and be offered immunization against (B)(6). Additionally, these workers should receive tetanus immunization and boosters when required.

Event description:
It was reported that while docking the rover surgical fluid waste had sprayed all over the wall. There was no pt involvement and no adverse consequences to the user in this event.